Manufacturer narrative:
Device not returned for inspection, lot number not known. The observed wound dehiscence complication is most likely related to the challenging implantation site (under thin layer of soft tissue) and the size of the biodegradable implants (larger than corresponding metal implants). The primary aim of the operation, i.e. Bone healing was achieved. Leonhardt et al. (2008) previously reported plate exposure requiring plate removal in 5 cases in their clinical study. According to the authors these complications could have been prevented by using correct soft tissue closure, plate size selection and plate placement techniques (suggesting that this type of problems can be caused by learning curve/improper use). This type of complication is also historically seen with titanium plating (chritah et al. 2005, lazow and tarlo 2009, leonhardt et al. 2008). Although the risk of early postoperative complications may be higher with biodegradable implants than with corresponding metal implants (especially early on during learning curve), these early complications usually do not affect fracture healing (the primary aim of the procedure) and can often be resolved without removing the implants (in the study under consideration removal was needed only in 1 out of 34 pts, i.e., removal rate of the inion implants was 2.9%), and the biodegradable implants very seldom require later second surgery for hardware removal whereas 18.9% of metal plates are later surgically removed from the mandible according to literature review of lauhlin et al. (2007).

Event description:
Right parasymphysis and left body fractures of the mandible on (B)(6) 2010. At 7 weeks after plate and screw placement, mild angle plate dehiscence on (B)(6) 2010 and plate removed. Wound and fracture healed by f/u visit on (B)(6) 2010. The pt participates in a post market clinical study titled: "the evaluation of the inion cps system in the treatment of mandibular fractures".